Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a false negative inducible clindamycin resistance (icr) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit. The customer stated erithromycin result was intermediate (I) and the clindamycin result was susceptible (s). All results were reported to the treating physician. The physician noted the clindamycin discrepancy and requested further testing. Testing via kirby-bauer provided a positive icr result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact to the patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report the occurrence of a (B)(6) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit. A biomerieux investigation was conducted. The two submitted isolates were subcultured, identifications were confirmed as staphylococcus aureus and testing included two p580 cards from the customer's lot and two cards from a random lot for each isolate. Additional testing included (B)(6). (B)(4): all four p580 cards tested gave (B)(6) test results. (B)(6). The cards performed as expected compared to the reference method. The customer's lab reports are not available for comparison. (B)(4): all four p580 cards tested (B)(6). (B)(4): isolate was not submitted, lab reports only. We are unable to evaluate the vitek 2 ast-p580 card performance. The investigation did not duplicate the customer results with regards to strain 911244. Strain two (911245) exhibits atypical growth behavior. The investigation concluded the ast-p580 test kit is performing as intended. A complaint history review was completed for this issue with no implication of a trend.